Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime warning had occurred at least 3 separate times within the last 30 days with 3 different cartridges from 2 different boxes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on(B)(4) 2014 with the following findings: the black box recorded a non-zero force loss of prime event and no cartridge detected alarms. Product analysis was unable to prime the pump due to a no cartridge detected alarm. The force sensor calibration reading was 0; failed. The pump was opened and removed from the case for further investigation. The force sensor was contaminated with a green substance and the force sensor resistance reading was high at 623 k ohms.